Manufacturer narrative:
Follow-up #1 date of submission 09/06/2016-device evaluation: the pump was returned and evaluated by product analysis on 08/10/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed no evidence of a battery life issue. During a visual inspection of the pump, the battery compartment was observed to be cracked, and evidence of moisture ingress was present inside the compartment. A leak test was performed and confirmed a battery compartment leak. The returned battery cap secured properly to the pump, and the rewind, load, and prime steps were completed successfully with no duplicated battery life issues. The electrical current draws measured within specifications. The pump case was removed, and no further evidence of moisture ingress or damage was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump battery life did not last as long as expected, and evidence of moisture ingress was visible in the battery compartment. There was no indication that the product caused or contributed to an adverse event, and the reported issue was not resolved with troubleshooting. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.